Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that during catheter insertion air entrainment was noted inside the flush port. A farawave was inserted into the patient's body when the air was observed. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in the facility.